Event description:
It was reported that devices could not be interrogated or programmed. Programmer head was changed and service disk was used, but the programmer would still not interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The programmer has no telemetry with an rf (radio frequency) head. Telemetry was only established when pushing on the side of the rf head connection of the programmer. Display bezel has a chunk out of it at the right antenna area and a chunk out on the left side.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.